Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include pain, swelling, irritation, purulent discharge and a blood glucose level around 200mg/dl. The patient was seen by her pediatrician, where the infected site was examined and lanced; patient was prescribed clindamycin (100mg), to be taken 3 times daily for 7 days.

Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or manufacturing deficiencies that would cause an infection at the infusion site. The downloaded data did not show any timeouts or drive stalls. An abnormality was observed in the rotational sensor data near pulse 90. However, the abnormality did not replicate for the rest of the run at all. The cause of the reported infection could not be determined. The drive mechanism was inspected and discovered contamination on the commutator cap. However, since the single abnormality in the data did not replicate at all for the rest of the run, the contamination observed on the commutator cap did not affect the functionality of the device.